Event description:
It was reported that while stimulation was turned on, it would turn off by itself all the time. Pt stated she cannot use her programmer because it shuts itself off. Pt was unable to adjust stimulation on pt programmer. Icon was blank for about 10 days, but had been blinking before that. Additional info was requested and will be provided when available.

Manufacturer narrative:
(B)(4).